Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported injecting a patient in the chin with juvéderm® volux¿. The patient experienced an ¿infection, and a sore throat.¿ sometime later, the patient also experienced ¿swelling and inflammation.¿ the patient was treated with ¿antibiotic for 5 days 2 mg per day (1mg twice daily).¿ symptoms are ongoing.

Event description:
Healthcare professional additionally reported that the patient was injected in the chin with 1ml of juvéderm® volux¿. Numbing agent was used as a pre-treatment. About one month and three weeks later, the patient experienced a ¿sore throat¿ and started augmentin (2mg per day) on 4th day of antibiotic, patient had swelling and tenderness in the chin. The events are ongoing.